Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery (aaa) using pod8s. During the procedure, while attempting to advance a pod8 through the rotating hemostasis valve (rhv) on a lantern delivery microcatheter (lantern), the physician over tightened the rhv and subsequently, the pod8 pusher assembly subsequently became kinked. Therefore, the pod8 was removed and the procedure was completed using a new pod8 coil. There was no report of an adverse effect to the patient.